Event description:
Customer reports that their adc charging cable caught fire and burned their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. DHR's verified that the correct was park of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. DHR's verifed that the correct was park of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. It was incorrectly inferred in MDR #2954323-2022-19147 that the customer reported that their adc issued cable caught on fire. However it cannot be confirmed at this time if the cable used by the customer was the cable specifically supplied by adc for use with the libre device as that information wasn¿t definitively provided at the time the complaint was reported and the cable associated with this issue has not been returned to adc for investigation. Section b5 has therefore been updated to remove the statement that the charging cable was an adc charging cable.

Event description:
Customer reports that their charging cable caught fire and burned their adc device. There was no report of death, serious injury, or mistreatment associated with this event.